Manufacturer narrative:
The clinical analyst reviewed the file and stated the following: ¿the customer reported: ¿observed ischemia of vessels of disk of optic nerve at patient.¿ also they informed this was the third case with this system. This investigation will represent the third of six cases. The system did not displayed errors during the case. Surgery time was not extended when the patient was on the table. Additional information was requested but was not provided by the customer for review. Clinic representatives have stated that anesthesia cannot influence bad results, as it has been using in clinic since 2008 and there were no problems. They have indicated that the system may have caused the issue, and recommended a system replacement, as a result. The company representative will visit them for system diagnostics. A check of system had been performed according to manufacturer¿s procedure. No deviations had been detected. All parameters are within normal values. The company representative states there is longer air-line and that the customer has added 6m more to a standard hose. The compressor results in not having much power (max pressure 100psi; switch-on point 83 psi). Based upon work experience, air-flow drops are possible. The customer has promised to remove this failure. Before the surgical day parameters were discussed once again with clinic representative and surgeon. 6 surgeries vitreoretinal surgeries of 29 performed at this moment (different pathologies) with constellation were completed unsuccessfully; i.e. Patients¿ vision was worsen (see also referenes cases). During preparation for the surgical day with surgeon it was decided under the company representatives were present for two vit-ret procedures strictly following recommendations of the system settings (particularly using of function iop control). Two surgeries were performed (retinal detachment and macular hole); both were completed well. Besides within two days 25 cataract phacoemulsification procedures were performed. During examination of patients who underwent surgery due to vit-ret pathologies on the first day satisfactory results were found. There is no ischemia reaction, which was noted in those 6 unsuccessful cases. The company representative will watch after vit-ret surgeries which are being performed. Widespread ischemia of the eye is known to be associated with carotid occlusive disease, atherosclerosis, heart disease, hypertension, and diabetes mellitus. Variations in iop can alter ocular perfusion pressure, thereby leading to retinal or choroidal hypoperfusion; however evidence supporting the correlation between vitrectomy and ocular hemodynamic parameters is rare. Gas tamponade may be a source of increased iop postoperatively due to expansile properties; however use of gas tamponade was not reported in this complaint. Several groups have attempted to measure postoperative ocular hemodynamics with fluorescein angiography and color doppler imaging; however their studies have been limited by sample size, patient heterogeneity, and precision of instrumentation, thus the mechanism of vision loss remains poorly understood. Decrease in ocular perfusion pressure at the optic nerve head have been described after spinal and cardiothoracic procedures in which hypotension, significant blood loss, and elevated iop from prone positioning have been hypothesized to cause reduced ocular perfusion. Currently there is insufficient evidence in the medical literature to conclude that vitrectomy, in general, has direct effects on ocular hemodynamics and perfusion. Known contributors described above are due to patient concomitant diagnoses. The above description indicates f following recommendations of the system settings (particularly using of function iop control).two surgeries were performed (retinal detachment and macular hole); both were completed well. There is no evidence in the literature nor in the information reported that the system caused or contributed to the reported retinal ischemia. The system was examined and tested. The system was found to meet product specifications. However, the company representative noted that the customer added 6m to the standard air hose and a compressor which does not have much power. The customer was advised (as a preventive measure) to remove the extra length of hose to prevent possible air flow drops. The system was manufactured on december 23, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A healthcare professional reported that six cases of ischemic vessels in the optic nerve were noted post operative. It was noted that the patient's visual acuity was worse following surgery. This report is for four of the six cases. Additional information has been requested, but none has been received to date.